Event description:
The physician was primary stenting a lesion in the mid circumflex, which was reported to contain heavy tortuosity. The stent was advanced beyond the lesion and when the stent was pulled back, the stent became dislodged. The stent delivery system (sds) was removed and the stent was located floating down the circumflex. A second stent was deployed in order to crush the separated stent into the vessel wall. A third stent was used to successfully treat the target lesion. No pt effects were reported from the procedure.